Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) year male patient had developed a skin irritation. It was reported that the electrode belt was rubbing the patient's skin ra under the front electrodes and that the skin was broken in areas. The patient's wife reported that they did not notify the patient's doctor, but they wanted to end use of the device. The medical outcome fo the skin condition is unknown.